Event description:
Patient presented with a broken smart toe implant. Revised with an a smart toe.

Event description:
Patient presented with a broken smart toe implant. Revised with an a smart toe.

Manufacturer narrative:
Summary evaluation: x-rays were provided and sent to (B)(6). He stated: "the filed x-rays present arthrodeses of the pip joints d ii - d iii fixed with a smart toe. The insertion has been correctly performed. According to the submitted event description the implant breakage of the smart toe inserted in the 2nd toe was observed 2.5 weeks postoperative. The smart toe is intended to transfer only reduced loads (e.g. With protective application of a forefoot off-loading shoe) until bone consolidation is confirmed by the follow up x-ray examination (normally after 4 - 6 weeks). Early breakage of a smart toe after such a short period is only possible with immediate postoperative full weight bearing and/or massive acute overloading caused by an acute impact injury (e.g. Caused by an unintended hit). No information concerning the circumstances of the implant breakage has been submitted. The review of the patient details show the patient presents obesity ((B)(6)) therefore, an overloading cannot be excluded. With the review of the IFU, it is specified in factors capable of compromising implantation success: excess weight. The returned implant was also analyzed by (B)(6). His conclusion was: "we are faced to a case of brutal rupture of ductile type. It is likely that the implant was suddenly overloaded beyond its mechanical strength leading to breakage." Based on the investigation results, this case could be classified as user related (overloading). Indications for any material, manufacturing or design related problems were not determined in the investigation.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.